Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of a distal tibia, the tip of the drill bit broke off while drilling. The breakage occurred while the surgeon was inserting an independent lag screw. The tip was unable to be retrieved and remains in the patient. The surgeon did not identify anything unusual with the instrument prior to the malfunction occurring. There was no delay to the surgery as an alternate device was available to successfully complete the surgery. Concomitant device reported: drill (quantity 1). This is report 1 of 1 for (B)(4).